Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins used to last 2-3 months but now it was only lasting 2-3 days. It was noted that the ins had not been reprogrammed and that the parameters had not been changed recently. The patient stated that they always get 8 coupling bars when charging and that it only takes a few minutes to charge the ins. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that when the patient was asked for the cause of the ins only lasting 2-3 days they stated, "I charged everything up after being charged I have trouble raising the implant battery". The issue has not been resolved. No further information was reported.